Event description:
(B)(4). Same case as 2134265-2009-06246. It was reported that post a coronary artery stenting treatment procedure restenosis occurred. Lesion 1 was 100% stenosed and located in a saphenous vein graph (svg). The reference vessel diameter was 4mm and the lesion length was 26mm. No attempt was made for direct stenting. A 4.00x28mm liberte stent was implanted. Residual stenosis was 5%. Lesion 2 was 75% stenosed and was located in a svg. The reference vessel diameter was 4mm and the lesion length was 26mm. No attempt was made for direct stenting due to residual stenosis. A 4x28mm liberte stent was implanted. Residual stenosis was 5%. The procedure was a technical success. The same day, the patient experienced angina, ECG changes and angiographic stenosis of 80% (visual examination). Additional percutaneous transluminal coronary angioplasty (ptca) in the 1st lesion was performed. The patient was discharged 21 days post index procedure with no anginal complaints or silent ischemia. The discharge medications were asa 100mg/day for 12 months and clopidogrel 75mg/day for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.